Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This was a report of a system error 2267 where an unused supply line was not clamped. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. This guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set and warns the user that a system error 2267 can be caused by unclamped, unused supply lines. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during dwell one of six. The registered nurse (rn) stated that there was an open clamp on a supply line that was not connected to a solution bag. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. No additional information is available.